Event description:
It was reported that this right atrial (ra) lead was implanted in conjunction with the cardiac resynchronization therapy pacemaker (crt-p) system. During the implantation procedure, there was uncertainty regarding the complete retraction of the fixation helix from the lead's body. This uncertainty persisted despite the lead's parameters appearing within the acceptable range and adhering to the usage guidelines specified on the label. Prior to discharging the patient from the hospital, a follow-up assessment revealed that the lead's parameters were not within the required range. Subsequently, an x-ray was performed and confirmed lead dislodgement. An additional procedure was conducted, and it was during this procedure that the physician observed that the screw of the lead had not fully retracted, rendering the extraction of the fixation helix. The physician was able to explant and replaced the lead. No additional adverse patient effects were reported. The ra lead is expected to return for analysis.

Event description:
It was reported that this right atrial (ra) lead was implanted in conjunction with the cardiac resynchronization therapy pacemaker (crt-p) system. During the implantation procedure, there was uncertainty regarding the complete retraction of the fixation helix from the lead's body. This uncertainty persisted despite the lead's parameters appearing within the acceptable range and adhering to the usage guidelines specified on the label. Prior to discharging the patient from the hospital, a follow-up assessment revealed that the lead's parameters were not within the required range. Subsequently, an x-ray was performed and confirmed lead dislodgement. An additional procedure was conducted, and it was during this procedure that the physician observed that the screw of the lead had not fully retracted, rendering the extraction of the fixation helix. The physician was able to explant and replaced the lead. No additional adverse patient effects were reported. The ra lead is expected to return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.